Event description:
It was reported that the housing opened during a procedure and fell on to the operating field. The sterile field was replaced and the procedure was completed successfully. There were no reported adverse consequences, medical intervention or procedural delays.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the housing opened during a procedure and fell on to the operating field. The sterile field was replaced and the procedure was completed successfully. There were no reported adverse consequences, medical intervention or procedural delays.